Event description:
The company was notified that, the pt's device was explanted. The pt was reimplanted with another advanced bionics device. Advanced bionics is in the process of gathering more info.